Manufacturer narrative:
H.6. Investigation: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Complaint could not be confirmed and root cause is undetermined. H3 other text : see h.10

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm 3b was unable to deliver insulin/medication during use. The following information was provided by the initial reporter: patient brought in needles on 8/11/19 explaining that needles were bending when injecting insulin so they were not able to inject insulin properly. They were told to bring needles back to pharmacy so we could report the defect by their diabetes nurse.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm 3b was unable to deliver insulin/medication during use. The following information was provided by the initial reporter: patient brought in needles on (B)(6) 2019 explaining that needles were bending when injecting insulin so they were not able to inject insulin properly. They were told to bring needles back to pharmacy so we could report the defect by their diabetes nurse.